Manufacturer narrative:
(B)(4). Date sent: 09/16/2025 d4: batch #unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a97a4t, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the an unknown procedure, it was observed that the knife moved to the distal end but did not return automatically after firing. It was further reported that the knife reverse button did not work. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2025. D4: batch #435d77. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. During the functional test, the jaw would open without difficulties, the knife would automatically reverse. The event described could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 435d77, and no non-conformances were identified.